Event description:
It was reported that an increase in impedance and capture were observed. Noise found on lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found fracture due to fatigue.